Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had tortuous anatomy. After the initial placement of the lead, it dislodged. The physician then repositioned the lead. However, there was difficulty noted with extending the helix mechanism. The physician reported to have turned the helix mechanism approximately 70 times and was able to successfully fixate the lead in the atrium. Subsequently, the pace impedance measurements were greater than 3,000 ohms and there was no capture. The lead was able to sense with no noise on the electrogram. The patient does not have sinus node disfunction therefore the physician elected to leave the ra lead in-service. The device was programmed to pace in the ventricle but sense in both chambers. The plan is to keep the patient's device programmed this way and continue to monitor. No adverse patient effects were reported.